Event description:
It was reported the patient never received therapeutic efficacy from the pump. The patient had tried dose increases with dilaudid and the drug was even changed to morphine to try and mitigate the issue. The patient was filled with preservative free normal saline on the day of the report. The previous drug was morphine and the healthcare provider (hcp) performed a bridge to preservative free normal saline. At the refill, the actual residual volume (arv) was 10.0ml, when the expected residual volume (erv) was 5.6ml. The hcp did not know the previous refill volumes, but stated they were also more than expected. No catheter dye study had been performed and the patient and hcp did not want to pursue one. The patient reportedly wanted the pump removed, but it was unknown if a removal was planned. The pump was uncomfortable and the maintenance was an inconvenience. The patient's status at the time of the event was stated to be alive with no injury. At the time of the volume discrepancy, the pump was used to deliver morphine (10mg/ml, 0. 5mg/day).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).